Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent embolization occurred. The target lesion was in the left anterior descending (lad) artery. The physician advanced a 2.75x20mm taxus express2 drug eluting stent (des) but the device would not cross the lesion. The physician attempted "5 in 6" technique with unspecified types of guide catheters and attempted to readvance the 2.75x20mm taxus express2 des. The device was unable to cross a severely tortuous area in the subclavian artery. While attempting to remove the device, the stent dislodged inside the guide catheter. The stent was able to be removed by removing the unspecified guide catheter. The procedure was completed with an unspecified different device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.